Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated she was diagnosed with peritonitis a few days ago due to unknown cause. Follow up with the patient's pd nurse (pdrn) revealed the patient has a relapse peritonitis and the culture result showed the same organism. Per the pdrn, the patient is concerned that she is infecting herself again and again and might move to hemodialysis (hd) permanently. She is temporarily performing hd. She was not sure about the source of infection but the patient believed that she is infecting herself while performing the process. Additional information and medical records were requested.

Manufacturer narrative:
Conclusion: although a temporal relationship between the diagnosis of recurrent peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the fresenius products and this episode of recurrent peritonitis. Additionally, the pdrn identifies the recurrent peritonitis was likely related to a breach in aseptic technique/ touch contamination and not related to the cycler or pd treatments.

Event description:
Documents in the complaint file and peritoneal dialysis (pd) clinic records were reviewed by a post market surveillance clinician. It was reported by the peritoneal dialysis registered nurse (pdrn) that this patient was diagnosed with an episode of recurrent peritonitis on (B)(6) 2017. During a service call from the patient on (B)(6) 2017 the patient stated experiencing drain problems on the cycler, and performing stat drain as advised by pdrn as well as manual drains additionally added recently diagnosed with peritonitis. The patient was seen in clinic and peritoneal fluid culture was obtained. The culture results were positive for staphylococcus epidermis. Antibiotic therapy was initiated with vancomycin intraperitoneal (ip) for 21 day course. During a follow up call to the pdrn on (B)(6) 2017 it was revealed that the patient was temporarily performing hemodialysis (hd) and stated the patient was concerned the cause of peritonitis was that she was continuing to self re-infect when performing continuous cycler-assisted peritoneal dialysis (ccpd) therapy and treatment process due to breach in sterile technique or continued lack of adequate aseptic technique. On (B)(6) 2017 clinic information revealed the patient continued on hd therapy and was returning to in¿center hemodialysis (B)(6) 2017 with anticipated removal of the pd catheter projected on (B)(6) 2017.